Event description:
(B)(6) 2012, the reporter contacted animas and stated that the up arrow and ok keypad buttons became intermittently responsive 4 months ago. It was noted that the keypad was peeling but that the tactile issue occurred prior to the reported peeling issue with the keypad. The patient denied that the pump was exposed to water. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.